Event description:
It was reported that there was an issue with cable connection into the external pulse generator (epg), the cables do not click in and are difficult to remove. The cables are getting stuck in the connector. The epg is still in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).